Event description:
The research abstract titled ¿propensity score-based analysis of long-term outcome of patients on heartware and heartmate 3 left ventricular assist device (lvad) support¿ evaluated the long-term clinical outcome of patients that received heartmate 3 lvad ((B)(4) patients) or another manufacturer¿s device (100 patients) in a single center between (B)(6) 2010 and (B)(6) 2019. The study found that major bleeding, ischemic stroke, right heart failure and driveline infection were related to both the two left ventricular assist devices but found that the cumulative incidences did not differentiate between the devices. Further study found that after propensity score matching of heartmate 3 lvad and the other manufacturer¿s device, (B)(4) matched patients were compared and found that the survival rate was not significantly different but was found better for the heartmate 3. A total of (B)(4) heartmate 3 patients died from infection ((B)(4)); (B)(4) heartmate 3 patients died from multi organ failure ((B)(4)); (B)(4) heartmate 3 patient had an ischemic stroke a day after lvad implant and died 3 days afterwards ((B)(4)); (B)(4) heartmate 3 patients died from other causes/unknown causes ((B)(4)). No heartmate 3 patient were urgently transplanted, while (B)(4) patients were non-urgently transplanted ((B)(4)). The unmatched patient¿s survival rate was found better for the heartmate 3. Lastly, the patient¿s cumulative incidences for hemorrhagic stroke and pump thrombosis were significantly lower for heartmate 3 patients.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist systems (lvas) and the reported events could not conclusively be established through this evaluation. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU)lists stroke, bleeding, infection (driveline or pump pocket), multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists thromboembolism and infection as a potential late postimplant complication. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿long-term outcome of patients on heartware and heartmate 3 support in a single center: a propensity score-based analysis¿ identified that heartmate 3 may be related to major bleeding, ischemic stroke, right heart failure and driveline infection. This retrospective study included 95 patients heartmate 3 patients implanted between dec2010 and jul2020. This study compared another manufacturer device with the heartmate 3. The cumulative incidence for major bleeding, ischemic stroke, right heart failure and driveline infection were not different between both groups, but was better for heartmate 3, with a significantly lower incidence of hemorrhagic stroke and pump thrombosis for heartmate 3.